Manufacturer narrative:
This report is filed april 13, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and was administered steroid injections (date not reported). The implanted device remains.